Event description:
This record is un-reporting due to device not PMA approved. Later a healthcare professional reported "implant shows no signs of rupture", no complaint against the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d1, d2a, d2b, d4, d6a, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture" on an unspecified side. This record is for the right side. Device remains implanted.